Event description:
In 2008, the lay user/pt contacted lifescan alleging an "error 5" issue with her one touch ultra2 meter. She indicated that the error message first started in morning, the day before, she contacted lifescan. After the unsuccessful test, she guessed how much humalog to take and then ate her breakfast. She believes she may have taken her typical 8 units humalog but cannot be certain. Based on her sliding scale, she takes 8 units if her blood glucose levels are between 100-140 mg/dl. A few hours later, the pt developed symptoms of numbness in her feet, shaking, and blurred vision. She attempted again to retest her blood glucose but got the error message. The pt treated herself with juice and felt better afterwards. The pt did not receive any other medical intervention as a result of the error message. The customer care advocate (cca) verified that the correct testing technique was used and the test strips were in good condition. The cca asked the pt to retest on the phone but the error message persisted. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she was unable to test due to an "error 5", guessed how much insulin to take and then reportedly developed low blood glucose symptoms. In addition, the "error 5" was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.